Manufacturer narrative:
Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train of the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor. Analysis identified stall due to gear-pinion of the gear train of the motor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump. It was reported there was a pump alarm, the cause of which was a motor stall. It was noted the event date was (B)(6) 2016 and that someone ¿heard alarm on saturday, checked on monday, replaced on wednesday.¿ the pump was replaced. It was unknown what troubleshooting was performed. It was also unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved. The patient was ¿well treated.¿ the patient status was alive; no injury. Device return was expected. There were no reported symptoms.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.